Event description:
It was reported that after the iol was inserted into the pts eye, the doctor noticed the haptic had gotten bent during loading. Incision was enlarged and the lens removed. Same model back up lens was successfully implanted. No sutures were necessary. The pt's prognosis was described as excellent. This report pertains to the pt's right eye. Please reference MDR# 1119279-2013-00260 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.